Event description:
The unit was returned to covidien service center with the fault erratic readings. Covidien service center found that individual segments in the display are missing. No pt harm reported.

Manufacturer narrative:
The fault was isolated to the ui board.